Event description:
On (B) (6) 2010, the pt's wife reported the pt is not feeling well and has elevated blood glucose readings of "hi". The pt stated when he changed his insulin infusion headset tonight, the cannula was not bent, but when he changed his headset on (B) (6) 2010, the cannula was bent at 90 degree angle. He discarded that headset. He stated, he has used his hip area for his site for about 2 yrs. He was advised to avoid areas near scar tissue, muscle or bone. The pt said, he will change his headset. On follow up with the pt's wife on (B) (6) 2010, she said, the pt's blood glucose has returned to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.